Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample was received and was decontaminated by ethylene oxide. The returned sample revealed the reported defect of liquid leaking from the connection of the catheter and hub when flushed. A DHR was performed and there was no abnormality found in the incoming material with the whole assembly and packing process. Conclusion: bd was able to confirm the customer's indicated failure. According to the current pegasus assembly process, the flare gripers lower to push the catheter tubes over he wedge, the flare pin maybe the cause of the broken pin. However, the possibility is low as this is the first instance where (B)(4) plant has seen this kind of failure. (B)(4).

Event description:
It was reported when flushing a bd pegasus¿ safety closed IV catheter system 24g x 0.75 in. W/q-syte¿, liquid leaked from the connection of the catheter hub. No report of injury or medical intervention.